Event description:
It was reported that during a percutaneous coronary intervention, stent dislodgement occurred. Vascular access was gained via the femoral artery. The 4.0x12mm, 80% stenosed, eccentric and progressive target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). Lesion was pre dilated with an unspecified 2.0x15mm balloon. The physician then advanced a 4.0x16mm promus element stent delivery system (sds) and resistance was encountered at the lesion. Physician increased force to attempt to advance across the lesion, but under angiography noted that the balloon had moved distally to the stent. The physician attempted to remove the sds with the guide wire and the guide catheter, upon removal, the stent was not on the balloon. Under fluoroscopy, the stent was located dislodged next to the femoral sheath; the sheath was removed but did not reveal the dislodged stent. Upon further examination by the physician, the dislodged stent was located in the lower leg in a small vessel. Patient returned the following day to undergo stenting treatment procedure in the rca. Vascular access was gained via the radial artery. An additional guidewire was used for extra support and another 4.0x16mm promus element stent implanted in the rca. No additional patient complications were reported and the patient's current condition is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is a combination product. Patient age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).